Event description:
The customer reported that his evis exera iii video system center began presenting a b30 scope communication error. According to the initial reporter, this event did not take place during a procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A b30 scope communication error was present due to a faulty circuit board. This board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty ex board (circuit board) could not be identified. Olympus will continue to monitor field performance for this device.